Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -13.0/+3.0/075 into the patient's left eye (os) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a longer length lens due to low vault and this resolved the problem. The reporter did not give a cause for this event.